Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted in 2016. The ins has reached end of service (eos) and the physician thought it was too early. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturing representative reported that they received no additional information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.